Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat failed vaginal repair, recurrent prolapsed, rectocele, vault prolapse. It was reported after insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary frequency, urinary tract infection, and acute bacterial pyelonephritis.